Event description:
It was reported the lv lead was replaced because the patient had complications with diaphragmatic stimulation and extremely high capture thresholds. The lead appeared to have pulled back out of position, the impedance had dropped, and it was intermittently capturing at maximum output. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.